Manufacturer narrative:
Investigation of the kit lot 00803z did not find any product problem. A systems assessment was performed and found no system-related issues identified. Suspected cross-contamination with a positive qc run just prior to the samples in question. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged 1 patient sample generated questionable results using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Sample 1 (run 103) positive for: flu a and flu b. The nurse practitioner treating the patient did not believe the result. No repeat testing was performed. No harm is being alleged. The customer then ran a blank sample of only bd media on (B)(6) 2020 to validate liat performance and results were sars-cov-2 negative, influenza a positive, influenza b positive. Two additional runs were performed with blank media and negative results were generated. A systems assessment was performed and found no system-related issues identified. Suspected cross-contamination with a positive qc run just prior to the samples in question. Investigation of kit lot 00803z did not find any product problem.